Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked select button keypad overlay and missing reservoir tube retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of scratched screen on the insulin pump. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.